Manufacturer narrative:
Section a3 and a4: patient gender and weight are missing. Information was requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the event log files were submitted for review. The event log files captured low flow events on (B)(6) 2024. The patient was admitted on (B)(6) 2024 with headaches and was found to have an acute right embolic intracranial occlusion in visual areas three (v3) and four (v4).

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported event cannot be conclusively determined through this investigation. Low flow alarms were confirmed via the evaluation of the log files provided by the account; however, a specific cause for the alarms could not be conclusively determined through this investigation. The controller event log file contained events spanning from (B)(6)2024 to (B)(6)2024. Two transient low flow alarms were captured on (B)(6)2024 due to the estimated pump flow falling below the low flow alarm threshold of 2.5 lpm (liters per minute) for more than 10 seconds. No other notable alarms or unusual events were recorded, and the pump operated as intended at the set speed. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. This section explains that when the left ventricle contracts, the increase in ventricular pressure causes an increase in pump flow during cardiac systole. The magnitude of these flow pulses are measured and averaged over 15-second intervals to produce a ¿pulsatility index¿ (occasionally shortened to ¿pi¿ for on-screen messages). The pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.